Event description:
The customer reported that they experienced high blood glucose levels and they were hospitalized. The customer's blood glucose was 572 mg/dl. The high blood glucose levels were treated with manual injection. It was found that the mio cannula that hit scar tissue and was bent. The blood glucose at the time of the hospitalization was 400 mg/dl. The name of the hospital was university of colorado. The hospital kept the customer overnight because they had a kidney transplant a year ago. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).